Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would not charge on the dock despite a solid green charger light, and the device displayed only a blue circle with an unresponsive touchscreen; after reconnecting the ilet app and restarting via the app, the screen became responsive and the device charged. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.